Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 86, and the meter bg was 65 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal insulin, customer's bg level decreased to 44 mg/dl. Customer consumed carbohydrates to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.